Event description:
The event is reported as: surgeon tried to cut a hole with the product and it failed to cut. No pt injuries reported.

Manufacturer narrative:
The defective product has been received, but investigation is incomplete at time of this report. A f/u investigation report will be sent when completed.